Event description:
Philips received a complaint from a customer reporting a check vent: proximal pressure sensor auto-zero failed alarm occurred on the v60 ventilator. The unit was in clinical use. There was no delay in the therapy due to this failure. The unit was replaced with the same model; no other medical intervention necessary. A manufacturer's product support engineer (pse) reported the alarm was not resolved even after a circuit was replaced. The pse confirmed diagnostic error code 110b in event logs and determined a solenoid valve required replacement for correction. The investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17097.

Manufacturer narrative:
A manufacturer's product support engineer (pse) reported the alarm was not resolved even after a circuit was replaced. The pse confirmed diagnostic error code 110b in event logs and determined a solenoid valve required replacement for correction. The pse successfully replaced the solenoid valves 3 and 4. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.